Manufacturer narrative:
The device was received for evaluation. During functional testing, a close door error occurred. A review of the event history log revealed multiple events of "door jammed!" And "shut door - power off." Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the evaluator found the door hooks did not latch properly and the door hooks require adjustment. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a closed door error. The event occurred during testing at biomed service department. There was no patient involvement. No additional information is available.